Event description:
It was reported that two caregivers each entered separate meal announcements for the same meal on the user's ilet, which led to an insulin overdose and a low glucose episode that one caregiver recognized and treated with oral glucose in the form of orange juice. Education was provided to verify meal announcements on the pump¿s chart before making entries, and this was categorized as an accidental meal announcement and user-interface related use error. Symptoms included hypoglycemia with a nadir of 49 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting impact. Investigation included communication with caregivers and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.